Event description:
New information received on (B)(4) 2020, indicates that the patient presented on (B)(6) 2020 for a lead replacement procedure. The right atrial lead was explanted and the right ventricular lead was capped. The leads were replaced. The patient was stable before, during, and after the procedure.

Event description:
New information received on 3 mar 2020, indicates that the right ventricular lead still has noise, and increased capture thresholds.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion was noted at 33.2 ¿ 33.4 cm from the distal tip consistent with lead friction to the device can. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-16989. It was reported that the patient presented in clinic with noise on the right atrial and right ventricular leads. The noise on the ventricular lead was oversensed. The patient did not experience any consequences and was to be monitored.